Manufacturer narrative:
Result: load cell.

Event description:
It was reported by svc report that the scale was inaccurate due to the load cells failing. There was pt involvement, however, no adverse consequences are reported.